Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient reported sensitivity to high frequency sounds and a "squeal" when using the implant that was slightly improved with previous programming adjustments. The user also reports sensitivity to touch superior to the pinna. There has been continual and significant improvement in speech perception with sound quality being the primary complaint.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. In addition the recipient experienced sound quality issues in general, which could be attributable to a pre-existing tinnitus condition. Other mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The recipient reported sensitivity to high frequency sounds and a "squeal" when using the implant since activation that was slightly improved programming adjustments. The user also reports sensitivity to touch superior to the pinna and hearing "strumming" or music when touching the area but does not report pain. There has been continual and significant improvement in speech perception with sound quality being the primary complaint. The patient had hiatal hernia surgery in (B)(6) 2018 with complete fundoplication. This was concurrent with the symptoms getting worse. Monopolar cautery was used during this surgery. A full insertion was reportedly achieved at implantation and no cochlear anomalies were reported. Per information received in (B)(6) 2018, the recipient reported improved hearing performance. According to new information from the (B)(6) 2022 the hearing performance with the device has decreased further. The user was re-implanted on (B)(6) 2022.

Manufacturer narrative:
Med-el elektromedizinische geraete (B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Additional information: based on the received information, observed sound quality issues could be attributable to a pre-existing tinnitus condition or to an unrelated procedure, i.e. Hiatus hernia surgery, which was concurrent with the worsening of the symptoms. Additionally, device in situ testing is indicative of damage to the active electrode, probably due to device minute mobility. An investigation at the explanted device is required to identify a root cause. However, the recipient reports improved hearing performance and will be regularly monitored by the clinic.

Event description:
The recipient reported sensitivity to high frequency sounds and a "squeal" when using the implant since activation that was slightly improved programming adjustments. The user also reports sensitivity to touch superior to the pinna and hearing "strumming" or music when touching the area but does not report pain. There has been continual and significant improvement in speech perception with sound quality being the primary complaint. The patient had hiatal hernia surgery in (B)(6) 2018 with complete fundoplication. This was concurrent with the symptoms getting worse. Monopolar cautery was used during this surgery. A full insertion was reportedly achieved at implantation and no cochlear anomalies were reported. Recipient did have a history of tinnitus prior to ci implantation. The clinic plans to monitor the performance and increase frequency of appointments. Per information received in november 2018, the recipient reports improved hearing performance.